Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in the severely calcified vessel in the left forearm. A 7.0 x 100, 75cm mustang balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. Correction - a device was returned but has since been verified it was not the complaint device. The complaint device was disposed. Device avail for evaluation - changed from yes to no device return to manufacturer - changed from yes to no result and methods have been updated as well this supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/20/2018 09:00 am CT. The report number is being corrected from: 2134265-2018-64499 to: 2134265-2018-63157.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in the severely calcified vessel in the left forearm. A 7.0 x 100, 75cm mustang balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.